Event description:
Consumer called to report inconsistent readings. Analysis run on clark error grid using mean ave. Reading (260) as reference point vs. Bd readings (400, 120) yielded some data points in the c/d range of the grid, outside acceptable limits.